Manufacturer narrative:
As reported, surgeon revised 20-year-old left total hip. The 86 y/o female patient experienced pain preoperatively. Surgeon removed poly liner from ace tabular component and since a replacement is no longer available from the manufacturer the surgeon opted to cement into the existing cup, a zimmer 32mm plot liner. A 32mm +0 11/13 taper head was used to articulate. Patient was last known to be in stable condition following the event. The device will not be returned as the device was disposed. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design, manufacturing, or patient related issues. The cause of the pain and subsequent revision cannot be conclusively determined; however, it is most likely is related to the patient¿s underlying condition.

Manufacturer narrative:
Concomitant medical products: - 28mm ball head. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, surgeon revised 20-year-old left total hip. The (B)(6) y/o female patient experienced pain preoperatively. Surgeon removed poly liner from ace tabular component and since a replacement is no longer available from the manufacturer the surgeon opted to cement into the existing cup, a zimmer 32mm plot liner. A 32mm +0 11/13 taper head was used to articulate. Patient was last known to be in stable condition following the event. The device will not be returned as the device was disposed.